Manufacturer narrative:
Root cause unknown.

Event description:
Beckman coulter inc. (Bci) tokyo reported the lh700 series retic pak had deep blue stain on the shipping box. The bottle of retic stain in the box was torn on the bottom and partially empty. The operator was wearing ppe while receiving and inspecting of the product. Reagent a is retic stain: new methylene blue in buffered solution 0.06% w/v reagent b is retic clear: sulfuric acid with stabilizers 0.15% (w/v). No report of death, injury or exposure to mucous membranes or open wounds. No one required medical attention and no diagnostic testing was involved.